Event description:
It was reported that the nurse was rewarming a patient using the device with a starting temperature of 33.3, and after two hours, the patient temperature was 33.1. After an additional 1.5 hours, the patient's temperature went down to 33.0. The nurse was uncertain on if the patient was warming at the proper rate, and the machine energy was at 40%. There was patient involvement, but at this time, no serious injuries or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The trouble shooting representative/novastye employee followed up and spoke with the charge nurse. He confirmed the patient was rewarming, and there are no issues with the machine at this time. Based on this information, a stryker advanced quality engineer determined the alleged issue of blanket/wrap contact surface temperature not warm enough during therapy was not likely due to any component level malfunction with the unit. The issue was resolved for the customer by the novastye employee walking through the machine settings with the customer and ensuring nothing else is needed from stryker at this time.

Event description:
It was reported that the nurse was rewarming a patient using the device with a starting temperature of 33.3, and after two hours, the patient temperature was 33.1. After an additional 1.5 hours, the patient's temperature went down to 33.0. The nurse was uncertain on if the patient was warming at the proper rate, and the machine energy was at 40%. There was patient involvement, but at this time, no serious injuries or clinically relevant delay in treatment was reported. Attempts are being made to gather additional details from the user facility.